Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the shocking was a high impedance on contact 9. The battery and lead were removed on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the device was discarded after explant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient described getting a "shock" feeling at their battery site when moving certain ways or laying directly on the ins. There were no know factors that may have led to this at this time. The patient is scheduled for an appointment where they will be checking out the patient's system. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.